Manufacturer narrative:
It has been reported that a polarstem modular head for impactor (B)(4) broke while being used. The part was not received for investigation. The polarstem modular head (B)(4) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. Without the device received the site of breakage cannot be evaluated. The root cause cannot be determined due to insufficient information. Nonetheless, in combination with our continuous effort to improve our products, design changes have been implemented to enhance the mechanical behaviour of this device.

Manufacturer narrative:
It has been reported that a polarstem modular head for impactor (75023711) broke while being used. The part, used in treatment, was received for investigation. The device is chipped on two sides on the distal rim. The parts chipped off were not received for investigation. Modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The reported failure mode can be confirmed, however, the root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. The device will be discarded.

Event description:
It was reported this impactor broke while being used. No delay was recorded. Backup was available.